Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that temperature sensing foley catheter was reading a core temperature of 34 degree celsius and a bare hugger onto help bringing temperature up. However, patient felt very warm, so they took an oral temperature and was 39.7 degree celsius. There was malfunction involved with the equipment. There was no harm involved with the patient. It was also reported that they had a temperature sensing foley catheter that was reading the incorrect temperature. The only information they were able to provide was off that they believed it was the catheter and not the tray. The tray was placed at westfields, and all packing was discarded. They may not have caught up to the oral temperature however it would be helpful to keep an eye on this in the future if there is in fact any issue.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, a potential root cause for this type of failure could be ¿sensor wire too weak". However, there was insufficient information to confirm this potential root cause. The provided lot number was invalid therefore DHR review can¿t be completed. The instructions for use were found adequate and state the following: "warning: on catheter, do not use ointments or lubricants having petroleum base. They will damage latex and may cause the balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local state, and federal laws and regulations. Caution: federal (u.s.a) law restricts this device to sale by or on the order of a physician. Caution: do not aspirate urine through drainage funnel wall. Sterile unless package is opened or damaged. Single patient use only. Do not reuse. Do not resterilize. For urological use only. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Valve type: user luer slip syringe. Do not use needle. Catheters should be replaced in accordance with the cdc guideline ¿guideline for prevention of catheter-associated urinary tract infection¿. At the onset or first signs of a urinary tract infection, catheter encrustation, or any other catheter-related adverse effect, the catheter should be replaced. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gently aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this falls, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that the balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Note: compatible with appropriate 400-series temperature monitors. Interchangeability +0.2¬oc at 37oc as with all temperature probes, in the presence of rf energy sources, local heating, temperature errors and probe damage may occur. In medical use, unplug the temperature sensing catheter at the temperature monitor before activating electrosurgical or other types of direct coupled rf energy sources. Do not stretch catheter. This will cause repositioning of probe. Do not use stylet. This will cause stretching of catheter. Recommended inflation capacities 5cc balloon: use 10cc sterile water do not exceed recommended capacities." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that temperature sensing foley catheter was reading a core temperature of 34 degree celsius and a bare hugger onto help bringing temperature up. However, patient felt very warm so they took an oral temperature and was 39.7 degree celsius. There was malfunction involved with the equipment. There was no harm involved with the patient. It was also reported that they had a temperature sensing foley catheter that was reading the incorrect temperature. The only information they were able to provide was off that they believed it was the catheter and not the tray. The tray was placed at westfields and all packing was discarded. May not have caught up to the oral temperature however it would be helpful to keep an eye on this in the future if there is in fact any issue.